Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure (B)(4) was confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a sensor 15 db test failure. The air in line printed circuit board was replaced to correct this condition. Additional information: this is involving a pump with software version 5.03.00 which is categorized as unremediated. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced an 810:03 failure code. It is unknown which process step this event occurred during. Upon device evaluation by a baxter service representative, it was determined that this failure code occurred during infusion, indicating that it interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. The software edition for this device is currently unknown and no additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.